Event description:
Customer reportedly received results of 60 mg/dl and 96 mg/dl on mobile system 1, and result of 113 mg/dl on mobile system 2, within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278106, expiration date 05/31/2013). Conclusions: no failure found during retention testing. Customer only returned a cassette containing 3 strips. During the visual inspection 2 strips of the cassette returned were accidentally discharged so therefore, no testing was possible. Reference medwatch report with (B)(6) for the suspect device used in system 2.